Manufacturer narrative:
Batch review performed on 28 may 2025 (B)(4) items manufactured and released on 01-apr-2021. Expiration date: 2026-03-22. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a subsided stem and the cause is unknown. At about 3 months from primary the surgeon revised the stem and head and the surgery was completed successfully.